Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.no excessive no delivery alarms noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's daughter in law reported via phone call indicating that patient had no delivery alarm. Customer's blood glucose at time of incident was 597 mg/dl. Customer stated the doctor advised that pump be replaced. Customer's daughter in law was advised to check with the doctor if any changes need to be made to pump settings. Customer was advised to contact local office for policy replacement.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.